Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 6947m55 implantable tachy lead, implanted: (B)(6) 2013; 407652 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient is deceased and died approximately two months post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death is unknown. The patient is reported to have died at home with hospice care of what the family described as ¿multi system failure¿. Additional information related to the multi system failure has been requested and not received. The patient was a participant in the (B)(6) study.